Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube,keypad assembly, and vibrator assembly. Unable to perform the displacement test due to blank display. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was in the washing machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.